Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they low battery as well as failed battery test. The customer¿s blood glucose level was 175mg/dl. Troubleshooting was performed for pump error. The product will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no unexpected battery power low, failed batt test and low battery alert noted.